Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead exhibited noise on the lead to can vector during mode switching episodes. Monitoring the lead was suggested. No patient symptoms were reported.